Event description:
Healthcare professional reported that after injection in an unspecified injection site or sites with juvederm ultra plus, the patient developed "swelling and induration in cheeks, and around the mouth" "9 days" after injection. Patient was concomitantly injected with juvederm voluma xc. Amoxicillin and a "dosepak" were provided as treatment and the symptoms vegan to respond, but when the "steroid" dose tapered, patient reactions began to exacerbate again. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00427 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra plus.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event "swelling and induration" is a physiological complication and analysis of the device generally does not allergan in determining a probable cause for this event.